Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old male in post cardiotomy cardiogenic shock and noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The physician found it extremely challenging to obtain access. There was at least once source of extravasation and a large hematoma. Pressure was applied to the hematoma. The patient continued in nearly constant ventricular tachycardia. Access was obtained, a stent graft was placed, and the impella was implanted. The patient received two units of packed red blood cells and fresh frozen plasma.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Pump was not returned for investigation. The patient had very constricted vessels near access point. Per the given clinical information, the root cause of the access site bleeding issue was most likely use related to improper technique.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02354 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.